Event description:
It was reported, the patient exhibited shortness of breath, muscle spasms and weakness in her arms and legs after the scs system implant. The patient also experienced extreme tenderness at the incision site. Follow-up identified the patient's symptoms have alleviated over the course of time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.